Event description:
Elderly male with coronary artery disease and recent bleed from dialysis catheter. Procedure: tunneled hemodialysis venous catheter placement with fluoroscopy and ultrasound. The distal catheter split when putting the tunneler on. Removed and no known harm to patient. Manufacturer response for catheter, hemodialysis, implanted, hemo-flow (per site reporter). Will obtain.